Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (ess205) inserted. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove the essure implant on (B)(6) 2013.). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (ess205) (batch no. 623827) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "two coils were visualized in the uterine cavity after the deployment". The patient's concurrent conditions included body mass index normal, septoplasty and uterine fibroids. On (B)(6) 2007, the patient had essure (ess205) inserted. In december 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), mood swings ("mood swings"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), vision blurred ("blurry vision"), vertigo ("vertigo"), vertigo positional ("bed spins"), dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain"). In 2010, the patient experienced arthritis ("arthritis"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy"), uterine cyst ("pre-cancerous fibroid cysts") and abdominal pain ("abdomen pain"). The patient was treated with surgery (laparoscopic supracervical hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, mood swings, menorrhagia, arthritis, bladder disorder, urinary tract disorder, migraine, headache, vision blurred, vertigo, vertigo positional, uterine cyst and weight increased outcome was unknown, the depression was resolving, the vaginal haemorrhage, dysmenorrhoea and abdominal pain had resolved and the allergy to metals had not resolved. The reporter considered abdominal pain, allergy to metals, arthritis, bladder disorder, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, uterine cyst, vaginal haemorrhage, vertigo, vertigo positional, vision blurred and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion; on (B)(6) 2013: essure devices in place bilaterally quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. (Product technical complaint) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (ess205) (batch no. 623827) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "two coils were visualized in the uterine cavity after the deployment". The patient's medical history included vitamin d deficiency, gout and ankle fracture. Concurrent conditions included body mass index normal, septoplasty and uterine fibroids. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), mood swings ("mood swings"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), vision blurred ("blurry vision"), vertigo ("vertigo"), vertigo positional ("bed spins"), dysmenorrhoea ("dysmenorrhea (cramping)") and pollakiuria ("bladder or urinary problems or changes:urinary frequency") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes describe"). In 2010, the patient experienced arthritis ("arthritis"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy"), uterine cyst ("pre-cancerous fibroid cysts, symptomatic uterine fibroids"), abdominal pain ("abdomen pain") and autoimmune disorder ("autoimmune disorder") and was found to have neoplasm ("tumor/ teratoma/ cancer type:"). The patient was treated with surgery (laparoscopic supracervical hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, mood swings, menorrhagia, arthritis, bladder disorder, urinary tract disorder, migraine, headache, vision blurred, vertigo, vertigo positional, uterine cyst, weight increased, hormone level abnormal, pollakiuria, neoplasm and autoimmune disorder outcome was unknown, the depression was resolving, the vaginal haemorrhage, dysmenorrhoea and abdominal pain had resolved and the allergy to metals had not resolved. The reporter considered abdominal pain, allergy to metals, arthritis, autoimmune disorder, bladder disorder, depression, dysmenorrhoea, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, neoplasm, pelvic pain, pollakiuria, urinary tract disorder, uterine cyst, vaginal haemorrhage, vertigo, vertigo positional, vision blurred and weight increased to be related to essure (ess205). The reporter commented: the first one tube didn't work: on the second one patient told to doctor both of her tubes were closed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion; on (B)(6) 2013: results: essure devices in place bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2018: pfs received event " hormonal changes describe, bladder or urinary problems or changes: urinary frequency, tumor/ teratoma/ cancer type, autoimmune disorder" were added. Concomitant condition were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (ess205) (batch no. 623827) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "two coils were visualized in the uterine cavity after the deployment". The patient's concurrent conditions included body mass index normal, septoplasty and uterine fibroids. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), mood swings ("mood swings"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), vision blurred ("blurry vision"), vertigo ("vertigo"), vertigo positional ("bed spins"), dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain"). In 2010, the patient experienced arthritis ("arthritis"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy"), uterine cyst ("pre-cancerous fibroid cysts") and abdominal pain ("abdomen pain"). The patient was treated with surgery (laparoscopic supracervical hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, mood swings, menorrhagia, arthritis, bladder disorder, urinary tract disorder, migraine, headache, vision blurred, vertigo, vertigo positional, uterine cyst and weight increased outcome was unknown, the depression was resolving, the vaginal haemorrhage, dysmenorrhoea and abdominal pain had resolved and the allergy to metals had not resolved. The reporter considered abdominal pain, allergy to metals, arthritis, bladder disorder, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, uterine cyst, vaginal haemorrhage, vertigo, vertigo positional, vision blurred and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion; on 8-oct-2013: essure devices in place bilaterally. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to 01-jun-2007 and removal date updated to 28-aug-2013. Lot number added. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Events depression, mood swings, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), arthritis, bladder problems or changes, urinary problems or changes, migraines, headaches, blurry vision, vertigo, bed spins, nickel allergy, dysmenorrhea (cramping), tumor / teratoma / cancer type: pre-cancerous fibroid cysts, weight gain, abdomen pain and two coils were visualized in the uterine cavity after the deployment added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.